Manufacturer narrative:
Follow-up #1 date of submission 12/28/2015. Device evaluation: the pump has been returned and evaluated by product analysis on 12/08/2015 with the following findings: a review of the black box data showed a call service 064 alarm. During testing, the 064 call service alarm was emitted. The pump cover was opened and a frozen motor drive was found. Unrelated to the complaint, the battery compartment was cracked.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.